Event description:
It was reported that the anchor broke inside of the arthroscope. Broken pieces were removed. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.